Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.(B)(4).

Event description:
It was reported that inappropriate atrial rhythm undersensing led to vt diagnosis. The physician believed this was due to af, yet the device saw the rhythm as vt and delivered inappropriate therapy. The morphology discriminator indicated vt despite 8/8 matches score. Tech service said the device is working according to specification. The 8/8 match vt indication is under investigation.